Event description:
A caller reported that a tandem charging cable was damaged, leaving the charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging to send replacement charging supplies with 2-day shipping and advised the customer to obtain backup therapy to be used if the pump battery depletes before the arrival of the replacement supplies.